Event description:
Customer initially called to report that the pump was not vibrating. Ran a self test and pump did vibrate. Customer then stated that pump is no longer giving audible tones. Ran self test and pump did not beep.

Manufacturer narrative:
Pump was received with no audible tone or beep due to a broken transducer wire. No vibrator anomaly was noted.